Manufacturer narrative:
Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 3778-60, serial# (B)(4), implanted: (B)(6) 2009, product type: lead. Product ID: 37743, serial#(B)(4), product type: programmer. Patient product ID: 37752, serial# (B)(4), product type: recharger. (B)(4).

Event description:
It was reported that the patient had a fall in (B)(6) 2014 and, ever since, stopped getting stimulation from their implantable neurostimulator (ins). The patient also had a loss of therapeutic effect after the fall. The manufacturer¿s representative interrogated that ins system and checked the impedances which showed electrodes #0-15 were all high and out of range (>10,000 ohms). No x-rays were taken (physician¿s office did not have x-ray on site). A ins battery longevity estimate was performed with the settings of 3.5 volts, 450 ps, rate of 40, 1 anode and 1 cathode which showed the service life was okay (39 months). Follow up information received reported the patient was still no receiving stimulation. The patient was to have a non-device related surgical procedure in march and then was going to speak with their physician regarding it they want to move forward with a revision and/or replacement. No further details, interventions, or an outcome were reported regarding this event. Additional information could not be obtained at the time of the report. Should additional information be received, a supplemental report will be filed.